Event description:
It is reported that the dr put the trial articular surface in the pt. Upon insertion in final components, the trial surface broke.

Manufacturer narrative:
Eval summary: although the number of uses prior to failure of the device cannot be conclusively determined, the fracture and damage to this device may be consistent with normal wear of this device. Repeated removal and installation as well as the sterilization process can lead to fracture of the device. Evaluation: as returned, the provisional is fractured. Additionally, the device exhibits damage in the form of nicks, gouges, scratches, and missing chips. A portion of the anterior edge appears to have been sanded/ground down as well. The device has a potential field age of approximately 5 years. Manufacturing documentation is in order and appears to be conforming. Device history records indicate all components were manufactured and inspected to specification.